Event description:
Customer discovered that while perfomring pre-use checks expiratory solenoid started to make a chattering sound. The biomed discovered the 1588 pcb that is attached to the 1608 pcb was defective. The biomed replaced the defective 1588 pcb, calibrated and performed functional checks. Ventilator passed all tests and performed to all manufacturer's specifications. Ventilator was returned back to service.